Manufacturer narrative:
College park will investigate the returned icon knee and report the findings. College park will continue to monitor the returns for trends.

Event description:
The patient was at a restaurant and she caught her toe and fell. Patient went to urgent care. She does not have any fractures, just bumps and bruises.